Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated, should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, high out of range shock impedance measurements were noted on the device and right ventricular (rv) lead. All other measurements were appropriate. Therefore, no changes to the system were made. No adverse patient effects were reported.